Manufacturer narrative:
Analysis of the (B)(4) found the implantable neurostimulator to be functionally ok/insignificant anomalies. The device passes functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once the analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and the manufacturer representative, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy is turning on and off by itself. The ins is turning on and off on its own. Patient will put the ins recharger (insr) on his ins and the lightning bolt will be there and he feels the stimulation. Then after he charges the ins up and take the insr off he will notice he no longer feels the stimulation. Patient then will check and the lightning bolt will no longer be in the ins. The event date for this was (B)(6) 2019. Patient added that he thinks the ins is electrocuting him. The ins should only stimulate his shoulders and neck area. Patient is feeling this intense stimulation in his lower back by the ins. Patient's back muscle will seize up and is very painful. Patient will then manually turn the ins off and within minutes his muscle will release and relax. Caller confirmed he has had no falls or traumas. This issue started within the last week. Later, the rep reported that patient has this ins for occipital coverage/migraine relief. Starting last week, when patient turns ins on he gets severe muscle tightening in his lower back. Rep had historical impedances from 2018 and they appear 'normal'. The patient's ins is in the flank. Patient was in pain at the time of the report. Rep tested impedance and they are in range of 900-1000 ohms, depending on which reference electrodes she chooses. Rep said patient feels a tingling ice burning sensation to the left of the implant, about a couple of inches whenever therapy is on. Patient doesn't have that sensation when therapy is off. Patient said the sensation is like licking a 9 volt battery on his tongue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the stimulation was not turning on and off in his lower back. The rep reported that when the device was on, stimulation was on in his neck. The rep reported that there was no issue with on off, he could feel stimulation but had added shocking and muscle tightening near the battery site. The rep reported that the cause of the patient getting electrocuted wasn't yet determined. The patient was calling their physician to see if the patient needed to have the pocket surgically opened. The rep was wondering if he might have a short near the battery. The rep reported that the cause of the tingling ice burning sensation also wasn't yet determined. No further complications were reported.